Event description:
It was reported, the high frequency electrosurgical unit universal port cannot be used and had a display that said to check if there was a short circuit. The cord, electrodes and device was changed but e433 error displayed. The issue occurred during inspection for use for a therapeutic unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found e433 error due to a defective generator board. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e433 error message issue could not be determined. As the issue could not be reproduced. However, the issue was likely, the result of a faulty generator board. Olympus will continue to monitor field performance for this device.